Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient was hospitalized for low blood glucose (bg) of 5mg/dl with severe dizziness, unsteadiness when standing/walking, loss of consciousness, and seizure. The patient was reportedly treated with intravenous (IV) fluids, IV glucose, and oral carbohydrates. The reporter noted that basal rate changes were recently made, but it was not specified if they occurred before or after the alleged bg excursion. The patient reportedly resumed insulin pump therapy. Troubleshooting indicated that the basal delivery totals in the total daily dose (tdd) history did not match the active basal program and a cause for the discrepancy could not be found. All other histories and settings were found to be correct. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia requiring medical intervention associated with an alleged basal rate discrepancy.